Event description:
It was reported during use the bd vacutainer® k2e 7.2mg plus blood collection tubes had erroneous results. The following information was provided by the initial reporter: the customer stated "a small number of edta sample tubes have been giving impedance platelet counts that are inconsistent with previous counts. Typically a patient known to run a platelet count of 150-200 will give 400-600. If the analysis is repeated adding in an optical platelet count the optical platelet count will be consistent with historical results whereby the repeat impedance count will remain incorrectly high. This pattern is reproducible across different analysers. Most of the samples we have seen giving this error have been sub optimally filled".

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 30 retention samples from the incident lot were selected from bd inventory and were analyzed for edta content; all were found to be within specification. 20 retained samples were draw tested from batch 9351188 and these were also with in the specification limits the customer has indicated that the reported condition was noted in significantly underfilled edta tubes ("sub optimally filled"). This is considered an off-label use of this product and we recommend that this product be filled to the stated fill volume to assure the proper blood to anticoagulant ratio. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® k2e 7.2mg plus blood collection tubes had erroneous results. The following information was provided by the initial reporter: the customer stated "a small number of edta sample tubes have been giving impedance platelet counts that are inconsistent with previous counts. Typically a patient known to run a platelet count of 150-200 will give 400-600. If the analysis is repeated adding in an optical platelet count the optical platelet count will be consistent with historical results whereby the repeat impedance count will remain incorrectly high. This pattern is reproducible across different analysers. Most of the samples we have seen giving this error have been sub optimally filled".